Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. A clinical review will be performed to determine if the device caused or contributed to this event.

Event description:
The customer contacted stryker to report a uterine rupture in a pregnant patient was observed following use of the device.